Event description:
Information provided states patient had m6-c device implanted at level c5/6 in (B)(6) 2013. The patient began showing symptoms of neck pain and dysesthesia in right thumb in (B)(6) 2023. The implant was removed without complications and replaced with an acdf procedure. The m6-c device was intact at the time of removal with no implant failure. Patient was prescribed antibiotics and nsaids.

Manufacturer narrative:
The device involved in this incident was not returned for evaluation. The identification information was not provided for review. It is not possible to conduct a lot history review without the part number/serial number of the device. A review of the risk management files was performed and no new risks were identified. Rmf 0003 rev 38 line 16 - dysesthesia or numbness paresthesia rmf 0003 rev 38 line 15 - failure to relieve symptoms including unresolved pain rmf 0003 rev 38 line 12.75 - device explanted